Manufacturer narrative:
It was indicated that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31245527l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced pericardial effusion that required pericardiocentesis. While ablating in the superior vena cava (svc), the force reading on the carto 3 system was very high, in 100s. They could see a pericardial effusion forming on intracardiac echocardiography (ice) and the pericardial effusion was confirmed via echo. A pericardiocentesis was performed and it is unknown how much fluid was removed. Patient was in stable condition and fully recovered (no residual effects). The physician¿s opinion on the cause of this adverse event was that it was procedure related. Too much force in delicate area. Ablation was performed prior to noting the pericardial effusion. There was no evidence of steam pop. The event occurred during ablation phase/mapping phase. No error messages observed on biosense webster equipment during the procedure.